Event description:
Patient reported that device generated cartridge/adapter alerts several months ago -- cartridge/adapter alerts were cleared by changing adapter. Patient recalls that insulin got into device's insulin cartridge compartment (insulin leakage occurred during the time when the cartridge/adapter alerts were generated). Patient did not specify whether or not their blood glucose was affected by this problem.